Event description:
It was reported by service report that the zoom disengages during use. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Dampener.